Manufacturer narrative:
Stryker medical continues efforts to obtain additional information on the unit involved in the reported incident, as well as information on the reported adverse event. A follow-up MDR will be filed, shall this additional information becomes available.

Event description:
It was reported via a medwatch report, a pt was getting off a pacu stretcher. It is reported the pedal cover had come off and exposed a part that was sharp. It is reported the pt required stitches on the right leg. The serial number of the stretcher was not included in the medwatch report.